Event description:
New information received indicates that programming changes were performed and the patient's remained stable.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited suspected myopotential oversensing which was stored as non-sustained right ventricular oversensing (nsrvo) episode and resulted in pacing inhibition. Programming changes were discussed, no intervention was performed. The patient's condition remained stable.